Event description:
Reporter alleged the lancet needle would not retract back into the device after use. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.